Manufacturer narrative:
Per the customer reported complaint, the instrument was returned with the carbide insert missing from one grip. Engineering evaluation observed that the brazing surface shows very little presence of filler metal on the outer edges. This discovery leads engineering to conclude that the carbide insert may have not been properly brazed onto the grip, thus causing the carbide insert to loosen and fall off.

Event description:
It was reported that during a prostatectomy procedure, while sewing the dorsal vein, the surgeon noticed that the tip of the large needle driver instrument had broken off and fallen inside of the patient. The piece was retrieved and the procedure was successfully completed with a replacement instrument of the same type. The tip of the instrument was discarded at the site. No patient harm, adverse outcome or injury was reported.